Manufacturer narrative:
No specific model or serial number was provided. Therefore, olympus was unable to perform an instrument service history review to obtain additional information on the reported device. The cause of the reported event could not be determined. Based on previously submitted reports and prior investigations, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practice and provide a reprocessing training. The ess performed an in-service on (B)(6) 2015 and (B)(6) 2016 and no reprocessing deviations were observed.

Event description:
Olympus received a legal document on (B)(6) 2017, alleging that a patient contracted an infection after undergoing an unspecified medical treatment with a contaminated scope on (B)(6) 2014 at (B)(6) hospital in (B)(6).